Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a lot of smoke in the leg and it was observed that the tip of the vasoview hemopro was bright red. In addition, the vein that was being harvested was burned; the burned part was cut out and discarded. The device was immediately taken off of field.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).